Event description:
No adverse event related to this incident. It was reported to (B)(6) that a cold only snare completely broke off inside of a patient while trying to cut a polyp. The whole loop fell off when the snare was closed. The wire piece was retrieved and no patient injury was noted.